Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 49-year-old female patient who had essure (batch no. (824842, 624942)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid. On (B)(6)2007, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("back pain/ lower back pain"). On (B)(6) 2018, the patient experienced uterine enlargement ("enlarged uterus"), 10 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have uterine neoplasm ("uterine tumor found"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and uterine enlargement outcome was unknown and the back pain had resolved. The reporter considered abdominal pain, back pain, pelvic pain, uterine enlargement and uterine neoplasm to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, back pain. Essure insertion date changed to (B)(6) 2007 discrepancy noted in date of birth (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: negative hysterosalpingogram. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: 1. Mild uterine enlargement, measuring 9.7 cm x 4.7 cm x 6.9 cm due to a poorly defined hypoechoic intramural mass measuring 3.2 cm in maximum diameter in the right upper posterior uterine body, suspicious for a leiomyoma. 2. Mild asymmetric thickening of the upper endometrium measuring 1.3 cm in maximum ap thickness which could be due to mild endometrial hyperplasia, accompanied by a small submucosal cyst measuring 0.8 cm in maximum diameter. 3. A small right ovarian cyst measuring 2.2 cm. Lot numbers reported (824842/ 624942) are not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-feb-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 49-year-old female patient who had essure (batch no. 824842, 624942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("back pain/ lower back pain"). On (B)(6) 2018, the patient experienced uterine enlargement ("enlarged uterus"), 10 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have uterine neoplasm ("uterine tumor found"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and uterine enlargement outcome was unknown and the back pain had resolved. The reporter considered abdominal pain, back pain, pelvic pain, uterine enlargement and uterine neoplasm to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, back pain. Essure insertion date changed to (B)(6) 2007 discrepancy noted in date of birth (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: negative hysterosalpingogram. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: 1. Mild uterine enlargement, measuring 9.7 cm x 4.7 cm x 6.9 cm due to a poorly defined hypoechoic intramural mass measuring 3.2 cm in maximum diameter in the right upper posterior uterine body, suspicious for a leiomyoma. 2. Mild asymmetric thickening of the upper endometrium measuring 1.3 cm in maximum ap thickness which could be due to mild endometrial hyperplasia, accompanied by a small submucosal cyst measuring 0.8 cm in maximum diameter. 3. A small right ovarian cyst measuring 2.2 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: medical record received. Lot number, lab data and reporters information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 49-year-old female patient who had essure (batch no. (824842, 624942)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("back pain/ lower back pain"). On (B)(6) 2018, the patient experienced uterine enlargement ("enlarged uterus"), 10 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have uterine neoplasm ("uterine tumor found"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and uterine enlargement outcome was unknown and the back pain had resolved. The reporter considered abdominal pain, back pain, pelvic pain, uterine enlargement and uterine neoplasm to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, back pain. Essure insertion date changed to (B)(6)2007. Discrepancy noted in date of birth (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: negative hysterosalpingogram. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: mild uterine enlargement, measuring 9.7 cm x 4.7 cm x 6.9 cm due to a poorly defined hypoechoic intramural mass measuring 3.2 cm in maximum diameter in the right upper posterior uterine body, suspicious for a leiomyoma. Mild asymmetric thickening of the upper endometrium measuring 1.3 cm in maximum ap thickness which could be due to mild endometrial hyperplasia, accompanied by a small submucosal cyst measuring 0.8 cm in maximum diameter. A small right ovarian cyst measuring 2.2 cm. Lot numbers reported (824842/ 624942) are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("back pain/ lower back pain"). On (B)(6) 2018, the patient experienced uterine enlargement ("enlarged uterus"), 10 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have uterine neoplasm ("uterine tumor found"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and uterine enlargement outcome was unknown and the back pain had resolved. The reporter considered abdominal pain, back pain, pelvic pain, uterine enlargement and uterine neoplasm to be related to essure. The reporter commented: patient received treatment for events pelvic pain, abdominal pain, back pain. Essure insertion date changed to (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs and medical record was received. Case became incident. Essure removal was done for pelvic pain. New events added- enlarged uterus and uterine tumor were added. Event outcome of back pain was updated to recovered. Patient's demographic details, medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.